Manufacturer narrative:
(B)(4).

Event description:
It was reported the event occurred in the cath lab, during use on the patient. When the perfusionist attempted to start therapy, the intra-aortic balloon pump (iabp) issued a large helium leak alarm. As a result a second pump was used and therapy began without issue. Patient outcome: no change in patient status. There were no reports of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "helium loss alarm" is confirmed. The pump alarmed "possible helium loss 3 (2)" immediately after the purge cycle. Upon leak testing, a leak was confirmed from the drain port. A definitive root cause could not be determined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required.

Event description:
It was reported the event occurred in the cath lab, during use on the patient. When the perfusionist attempted to start therapy, the intra-aortic balloon pump (iabp) issued a large helium leak alarm. As a result a second pump was used and therapy began without issue. Patient outcome: no change in patient status. There were no reports of patient complication or serious injury and death.